Event description:
The physician opened the package and found that the size of the subject device was not the same as the description of the package. The introducer sheath did not function of the twist lock segment. No complications with the pt were reported to have occurred during this event.